Event description:
It was observed that the cautery hook would not attach properly to the monopolar cautery instrument prior to starting a da vinci si procedure. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the cautery hook tip won't attach to the instrument. The instrument was found with cautery connect point damaged, causing mis-fitting with the cautery hook. The evidence is not conclusive, but damage likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.